Event description:
Shock delivered notification was received on the customer support helpline queue. Additional details of the event was not provided. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.